Manufacturer narrative:
No lot # provided. Medical device expiration date: unknown. Device manufacture date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter described as a ¿hair¿ was found in a bd safetyglide¿ needle before use. There was no report of exposure injury or medical interventions.

Manufacturer narrative:
Investigation summary: sample evaluation: one assembled 3ml syringe with needle attached was received by bd (B)(4) and evaluated. The needle was found to be covered in numerous small white fibers between level 1 and level 3 in size. The needle did not appear to have any other defects. DHR review could not be performed due to unknown batch #. Based on the sample evaluation: confirmed: bd canaan was able to confirm the customer's indicated failure. Investigation conclusion: root cause undetermined.